Event description:
Additional information received indicated that a surgical intervention was performed where the left ventricular (lv) lead was explanted and replaced and the device replaced as well due to normal battery depletion. Attempts to obtain further information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range (oor) high pacing lead impedance (pli) measurement greater than 2000 ohms and non-capture at max output. A local boston scientific field representative (fr) reported that the patient was seen again in the clinic and the same observation was noted in 3 configurations using the lv ring electrode. A different vector was utilized using the lv tip and they were able to obtain stable impedance and threshold measurements. No further intervention was planned at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.